Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. On the event date, the pt presented with numbness and tingling in right toes. The investigator noted the event as mild in intensity. Action taken was pt prescribed cataflam 50 mg 3 x per day in 3/00. The outcome of the event was the pt was lost to follow up. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as inflammation due to excessive increase in activity.